Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternate charging equipment, and no power source alerts or usb connection events were recorded in pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was provided under warranty.